Manufacturer narrative:
Concomitant medical products: non-bd spirous adapter, therapy date (B)(6) 2019. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that blood was noted to be backing up and leaking from the connection of nonbd cap and tubing while infusing chemotherapy to a patient. There was no harm.